Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a user error. The investigation was performed considering complaint description, cs reports, system history, and system log files. The detailed investigation showed that the problem was not caused by a system error and the system did not move by itself. According to the log file analysis there was an activation of the or table handswitch this resulted in an activation of the table tilt function. The customer service engineer performed checks and tests on the affected component (table handswitch) but no issue could be identified. According to expert opinion no system failure or malfunction could be identified. Nevertheless as a preventive measure the affected component has been exchanged. There were no further issues and the system works as intended. A possible general fault that would require corrective measures of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q ceiling system. During a procedure, the user reported that the cradle table movement was activated by itself. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.